Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant sodium, carbon dioxide (co2) and glucose results. The customer styletted the aliquot probe, primed all probes, and ran quality control (qc), which was in range. Siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc concluded the probable cause points to a clog in or at the tip of the aliquot probe that was resolved with styletting of the aliquot probe and priming of all probes. The cause of the discordant sodium, carbon dioxide (co2) and glucose results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, sodium, carbon dioxide (co2) and glucose results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on an alternate instrument. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, carbon dioxide (co2) and glucose results.